Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a crack around the pump charging port is causing issues charging the pump. There was no reported impact to the customer¿s blood glucose level. The customer declined follow up from tandem technical support.

Manufacturer narrative:
Remove patient weight. Patient declined to provide.